Event description:
A customer reported to beckman coulter inc. (Bci) that blood was observed inside and outside coulter lh750 hematology analyzer, and the needle bellows were full and leaking. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggles at the time of the incident. There was no contact with the spill or leak. The material safety data sheet (msds) was not reviewed, but it is readily available. The lab's exposure control/risk management plans are in place. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. There was no death, injury or change to patient treatment attributed or associated to this event.

Manufacturer narrative:
Service was provided and the field service engineer (fse) replaced the tubing through vl16 (the vacuum isolator drain) and vl57 (probe drain vacuum) the fse verified the repair and the results met the published performance specifications. Root cause for the leak was associated with the tubing in (vl16) and (vl57) which typically contain blood and diluent.